Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced blood leakage. The following information was provided by the initial reporter. The customer stated: yesterday, during a needle sample, blood flowed down the patient's arm and onto the floor.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced blood leakage. The following information was provided by the initial reporter. The customer stated: yesterday, during a needle sample, blood flowed down the patient's arm and onto the floor.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to fill 5 vacutainer tubes with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced blood leakage. The following information was provided by the initial reporter. The customer stated: yesterday, during a needle sample, blood flowed down the patient's arm and onto the floor.

Manufacturer narrative:
The following information has been updated: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 08-apr-2022. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer? Yes. H.6. Investigation summary: bd did receive 8 samples from the customer in support of this complaint. 5 returned samples were taken at random, and each used to draw 5 vacutainers with water. No leakages occurred from any of the needles, hubs, or flash-back chambers, during this exercise. 10 retained samples from lot number provided were, therefore, taken at random, and each used to draw 5 bd vacutainer tubes with water. In none of the 10 cases, did leakage occur, and all the np sleeves, remained intact throughout. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the defect was not evident in the testing of the returned and retained samples. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Annex b code: updated to b03.